Event description:
The surgeon implanted a cc4204bf collamer plate lens, but the injector overrode the lens and tore it in half while being inserted. The lens was removed with no patient injury or event. The facility stated the lens damage was caused by the injector. An msi-pf injector and an sfc-25 fp cartridge were used, but the lot numbers were not provided by the facility.

Manufacturer narrative:
Evaluation results: visual inspection of the product found the optic torn and one haptic torn off. There was evidence of surgical residue. Conclusions: no conclusions can be drawn. The delivery components were not returned, and without them, it is not possible to determine a root cause for this lens tear.